Manufacturer narrative:
Additional mdrs from this article: 3025141-2018-00129: case 2.

Event description:
Patient with fractures of both the radius and ulna was treated with intramedullary nails in the radius and ulna. There was nonunion of the ulna. The nail was removed, a plate was applied (supplemented with an autologous iliac crest bone graft) and union was achieved. The patient was non-compliant as he prematurely removed the cast (which was supposed to remain in place for four weeks following surgery). Additionally, the nail that was used was 1cm longer than optimum size. Reference: interlocking contoured intramedullary nail fixation for selected diaphyseal fractures of the forearm in adults. Young ho lee, sang ki lee, moon sang chung, goo hyun baek, hyun sik gong and kyung hwan kim. J bone joint surg am. 2008; 90-1891 - 1898.